Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma exacerbation, pulmonary damage, hypoxemia, inflammation and fatigue. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma exacerbation, pulmonary damage, hypoxemia, inflammation and fatigue. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation of the device, the manufacturer observed an unknown contaminant was observed on the bottom enclosure. Dust-like contamination was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, and blower box. Dried liquid residue with characteristics consistent with possible mineral deposits was observed on the blower. Additionally, the top-enclosure screws were found to be missing from the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were zero error found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint.